Manufacturer narrative:
(B)(4). Additional information received: it was asked to the surgeon if there was anyway there could have been a clip that was stapled over, bougie, etc. The surgeon said that was his first thought as well, so he examined all possibilities. No clips were used and the patient had not had any previous surgeries. He also looked at all intubation tubing/bougies for any evidence of scratches, etc. And could not find anything. I asked if he had video and/or pictures from the procedures. He said yes and mentioned that the last time there were a few legal hurdles he had to jump over in order to release the video. Dr. (B)(6) said he would find the video and start the process in order to send to marketing/engineering.

Event description:
It was reported that during a robotic gastric bypass procedure, on the second firing across the gastric pouch the remnant had staples deployed but there were none on the pouch side, however, cutting did occur and the pouch was wide open. The open side of the pouch was over sewed and closed. On the remnant side, he cut out the staple line and re-stapled with a second like device and proceeded on to completion with no patient consequences reported. A green cartridge was in use at that time.

Manufacturer narrative:
(B)(4). Batch # n5657f. One plee60a was received with a gst60g cartridge not loaded in the jaws. Cartridge batch n54w2z. There was visible damaged to the deck of the cartridge consistent with clamping over something hard. The damaged was visible from the left edge of the cartridge running proximally to distally into the knife slot. There were staples stick to the proximal most drivers which were fully formed b's. Locking proximal to distal at the cartridge, approximately one half of the drivers on the left hand side were not deployed. Drivers were visible in the knife slot lying on the pan. All drivers on the right hand side were deployed. After removing the cartridge pan, which was fully attached, it was noted that the outer most wing on the left hand side of the one-piece sled had been sheared off in the area with the most damaged to the cartridge body. The remainder of the sled was intact and in the fully fired position. Upon analysis of the plee60a device, it was determined to be conforming. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Additional information received: after reading my initial complaint, there was a bit of clarification made post submission. This was stapled out from the remaining gastric pouch, not the remnant pouch. When the pouch was wide open, the surgeon over sewed closed. He then opened a covidien stapler, and stapled to remove the sewed portion of the pouch. Maude report event description: during robotic assisted laparoscopic small pouch gastric bypass and esophagogastroduodenoscopy, the ethicon echelon flex powered plus stapler misfired, causing an additional procedure of a partial gastrectomy. The misfire occurred during the second load fire and the first green load fire, according to the surgeon. The stapler was removed. A different (covidien) stapler and staple loads were then used to complete the procedure. Additional information requested and received: the partial gastrectomy reference in the maude report was just for the additional firing of the covidien stapler to transect the suture line? Was there any mention of possible complications due to the smaller pouch that you are aware of? Correct. So of course in my mind, I don't necessarily deem that an additional procedure, more so an additional step, but that's definitely what they are describing. Correction to event: it was the staple line that was formed on the remnant side that was stapled out with the covidien stapler not the pouch side.